Event description:
A pt undergoing a six hour operation received a third degree burn on thigh under the pad. The size of the burn was estimated to be 5 square centimeters and was along the circumference of the conductive adhesive of the pad. The burn was treated with ointment. The pt was listed in critical condition and died related to complications of the operation (not related to the burn).